Manufacturer narrative:
Insulin pump received unable to perform the displacement due to cracked bleeding lcd noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported pump dropped and now display was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.